Manufacturer narrative:
The reported event of lead could not be connected due to the setscrew being stripped could not be confirmed. Analysis revealed the setscrew was not returned for analysis. Then the device header was broken off and damaged by the physician. For these two reasons the setscrew problem cannot be analyzed to determine the cause of the setscrew problems experienced in the field.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was discovered that the set screw of the pacemaker was stripped, making the device unusable. The pacemaker was not used and replaced. The patient was in stable condition.